Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the instrument was removed when the arm had moved. The same movement as movement occurred during the removal of the instrument from the arm with the wrist bent. No more information was provided. When removing the instrument, the wrist hit the cannula and there was a resistance. The issue was intermittent, and no information was provided regarding if patterns were identified. The doctor requested to check with the call center just in case. No special action was taken. There was no injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed there was no error and explained it was probably caused by guided tool change function. The details of the case were explained and accepted. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) moved when an instrument was removed. The procedure was completed with no reported injury.